Event description:
It was reported that foley catheter had broken causing urine leakage.

Manufacturer narrative:
The reported event was confirmed - cause unknown. The product had caused the reported failure. Based on the attached photos, it was observed the catheter was torn between the junction of the drainage funnel and the irrigation funnel. A potential root cause for this failure mode could be funnel slurry dipping level below bifurcation that can lead to customer complaint weak inflation arm. A review of the device labelling has been conducted for investigation purposes and was found adequate. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. Therefore, no additional action is required at this time. Corrections: d, h this report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that foley catheter had broken causing urine leakage.